Manufacturer narrative:
On february 20, 2026, the user reported discrepancies between blood glucose and sensor glucose readings. The user also reported use of a medication containing doxycycline; however, specific dates could not be confirmed. The user was educated on medication guidance indicating that medications in the tetracycline class may impact sensor glucose readings and that cgm values should not be relied upon while taking these medications, as indicated in the eversense user guide. Review of available data in the data management system did not indicate a device malfunction and showed that sensor glucose values followed expected trends when considering the physiological lag between blood glucose and interstitial glucose. The user provided additional examples for review, and findings remained consistent with medication-related effects. The user was advised to contact customer care if discrepancies continued following completion of the medication course. No further contact was received following troubleshooting. Per data management system review, the system remains in active use with up-to-date information.

Event description:
On may 4, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.